Manufacturer narrative:
The returned device was examined. The tip was broken off and the weld between the alignment block and shaft was cracked. A review of the manufacturing records did not detect any issues which would have contributed to this event. This is report one of four for this event. Reference reports 3004485144-2016-00337 thru 3004485144-2016-00340.

Event description:
It was reported that the screw inserter was found worn during a routine inspection outside of surgery. However, the returned screw inserter was examined and found to have a fractured tip. No patient involvement.